Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent control panel error message. This error message will likely cause the system to shut down without command. There is no report of patient injury.